Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info received, the facility has only had the product in house for no longer than one month. Add'l info has been requested, however, no add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 10/02/2014. Note: the date of event was not provided, therefore, the date used was the date convatec became aware.

Event description:
It was reported the end user developed rash on entire body after using aloe vesta body wash and shampoo.